Event description:
During placement of the catheter in the left cephalic vein, the nurse reported that the catheter was unable to be flushed and that there was difficulty removing the guidewire. The pt expressed a great deal of pain during the attempted guidewire removal. The pt was transferred to another facility where an x-ray was taken.